Manufacturer narrative:
Med report 3003721894-2018-00137 is associated with argus case (B)(6), super poligrip free denture adhesive cream.

Event description:
He started to swallow the product during the night and it made his stomach feel like it is turning (accidental device ingestion). He goes to bed hoping he cannot wake up in the morning due to these issues (morbid thoughts). He has now lost 27lbs since this started and is not able to eat (unable to eat). It ended up making him throw up because of this (churning of stomach). He has now lost 27lbs since this started and is not able to eat (weight loss). Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) male patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream (batch number tx8w, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included no therapy. In (B)(6) 2018, the patient started super poligrip free denture adhesive cream. On an unknown date, an unknown time after starting super poligrip free denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant), unable to eat, churning of stomach, weight loss, wrong technique in device usage process and product complaint. On an unknown date, the outcome of the accidental device ingestion, unable to eat, churning of stomach, weight loss, wrong technique in device usage process and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion, unable to eat and weight loss to be related to super poligrip free denture adhesive cream. The reporter considered the churning of stomach to be related to super poligrip free denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was received on (B)(6) 2018. The consumer stated, that "he started using super poligrip free in the early part of march and only for about a week. During that time he had a hard time removing the product from his gums. He tried using water and toothbrush and that did not work out well. He ended up leaving it on his gums and stopped using the product. After he stopped using the product he started to swallow the product during the night and it made his stomach feel like it is turning. The consumer then tried using listerine to remove the product and it ended up making him throw up because of this. During the night when he would actually wake up spitting some of the product out it would get on his hands and be very sticky. He tried using cooking oil to remove it from his hands. He has now lost 27lbs since this started and is not able to eat. During the time he used the product he stated his dentures did not hold. Consumer said he applied the product as indicated on the back of the package. The consumer feels like he is on his deathbed because he can't eat. He goes to bed hoping he cannot wake up in the morning due to these issues. He still has some in his mouth. How can he remove this product he would like to know." This case is being re-submitted to capture information received on (B)(6) 2018. The adverse event for verbatim provided "he goes to bed hoping he cannot wake up in the morning due to these issues" in error was not captured as an event and had been added as event of morbid thoughts.

Manufacturer narrative:
Initial report is associated with argus case (B)(4), super poligrip free denture adhesive cream. Qa investigation: the batch documentation specific to this lot was reviewed and there were no issues noted during the manufacturing of this batch that could have attributed to this defect. The retain sample was sent to the lab for analysis. See results below: description specification: off-white to beige mass of gums and petrolatum, free of lumps, granular particles of foreign matter. Result: complies. Test: ph. Specification: 6.5-7.5. Result: 6.6. Conclusion: testing was carried out on the retain sample and results met specification requirements indicating that the product was manufactured appropriately and complied with the required quality standards. Prior to release of the product from the site, the batch documentation was reviewed by the quality department, verifying that all results met specification requirements. Unsubstantiated.

Event description:
Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a 94-year-old male patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream (batch number tx8w, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included no therapy. In (B)(6) 2018, the patient started super poligrip free denture adhesive cream. On an unknown date, an unknown time after starting super poligrip free denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant), unable to eat, churning of stomach, weight loss, wrong technique in device usage process and product complaint. On an unknown date, the outcome of the accidental device ingestion, unable to eat, churning of stomach, weight loss, wrong technique in device usage process and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion, unable to eat and weight loss to be related to super poligrip free denture adhesive cream. The reporter considered the churning of stomach to be related to super poligrip free denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was received on 16 april 2018. The consumer stated, that "he started using super poligrip free in the early part of march and only for about a week. During that time he had a hard time removing the product from his gums. He tried using water and toothbrush and that did not work out well. He ended up leaving it on his gums and stopped using the product. After he stopped using the product he started to swallow the product during the night and it made his stomach feel like it is turning. The consumer then tried using listerine to remove the product and it ended up making him throw up because of this. During the night when he would actually wake up spitting some of the product out it would get on his hands and be very sticky. He tried using cooking oil to remove it from his hands. He has now lost 27lbs since this started and is not able to eat. During the time he used the product he stated his dentures did not hold. Consumer said he applied the product as indicated on the back of the package. The consumer feels like he is on his deathbed because he can't eat. He goes to bed hoping he cannot wake up in the morning due to these issues. He still has some in his mouth. How can he remove this product he would like to know." This case is being re-submitted to capture information received on 16 april 2018. The adverse event for verbatim provided "he goes to bed hoping he cannot wake up in the morning due to these issues" in error was not captured as an event and had been added as event of morbid thoughts. Follow up information was received via quality assurance investigation on 29 may 2018. The complaint number (B)(4), for lot number tx8w. Testing were carried out on retain sample and results met specifications. The complaint was closed on the basis of the above investigations.